Manufacturer narrative:
The condition of broken was confirmed and duplicated. When attempting to run pump would stop running and go into constant alarm caused by faulty mpu (micro processing unit) board. The mpu board was replaced to correct the reported condition. (B)(4)

Event description:
The facility representative reported a infusor pump with a condition of "broken". It is unknown when this condition occurred. The area where this event occurred is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.